Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that stimulation turning off at 30%. The patient indicated it started around (B)(6) 2020 or (B)(6) but has also happened in (B)(6). She said she has discharged the ins before. She also mentioned when her pain increases the need to recharge more increases. The rep asked patient if she increases intensity at this time and the patient indicated she did not. (B)(4) for additional information regarding charging issues.